Event description:
It was reported that alarm 25 occurred and customer saw a high blood glucose reading, although specific value was unknown. There was no reported impact to the customer¿s blood glucose level. Customer gave correction insulin by injection, did not require help from a third party, and technical support explained that alarm indicated cartridge was removed during pumping; customer reloaded same cartridge but then experienced a minimum fill issue that was handled in another case.